Event description:
It was reported that there was a gradual, steady rise in right ventricular (rv) lead impedance and threshold, and high impedance. Exit block and lead maturation was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 4194-78 crdm non-defib lead, implanted: (B)(6) 2005; 4076-52 crdm non-defib lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was a gradual, steady rise in right ventricular (rv) lead impedance and threshold, and high impedance. Exit block and lead maturation was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion of the lead was received measuring 31 cm. A distal portion of the lead was received measuring 34 cm. Primary analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Additionally, the distal conductor of the lead became extrinsically fractured due to over-rotation, and the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut.